Event description:
Identified on a post op x-ray that the full guidewire was inadvertently left in the left subclavian artery after the CABG procedure was completed. An attempt to place the cvc prior to the procedure occurred in 2004. The guidewire was removed under anesthesia. Device was disposed. Pt is reportedly improving. Followup indicated no pt complications attributed to gw or cvc. Dr thought guidewire had been removed during the cvc insertion process and was very experienced.